Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 1-december-2023, it was reported that the patient encountered 25 infusion set cannulas kinked events between 12/01/23-05/01/24, within 3 hours of insertion. The infusion set was in use for 6 hours. Patients' blood glucose level was found to be 300-500 mg/dl for all events. The site of insertion was abdomen, back of the arm, thigh and upper buttox. Patient was hospitalized for 4 events on (B)(6) 2024 for less than 12 hours and treated with IV fluids of saline and insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.